Manufacturer narrative:
The reported events were failure to capture and helix mechanism issue. As received, a complete lead was returned in one piece with the helix partially extended and clogged with blood/tissue. The reported event of helix mechanism issue was confirmed. After cleaning the blood/tissue from the helix and applying torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured within specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue. The reported event of failure to capture was not confirmed. Electrical testing was normal.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, while implanting the right ventricular (rv) lead, it was noted that the lead exhibited failure to capture and the helix was unable to be extended. The lead was not used and a new lead was implanted. The patient was in stable condition.